Event description:
It was reported that fifteen (15) vented high-volume inlets had black and white particles as well as lint in the outer packaging, in the inlet or on the connectors. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between january 2025. H11: fifteen (15) unopened devices were received for evaluation. Visual inspection was performed on all the samples. Sample 1 had a tiny brown fiber, and a tiny dark fiber on the white connector, not in the fluid pathway. Sample 2 and 3 had a tiny imperfection spot embedded in the outside of the tubing, not in the fluid pathway. Sample 4 had tiny red fiber loose in the sealed packaging, not in the fluid pathway. Sample 5 had several tiny dark spots embedded in the outside of the tubing, not in the fluid pathway. Sample 6 had tiny dark spot embedded in the outside of the tubing, not in the fluid pathway. Sample 7 and 8 had a tiny dark fiber loose in the sealed packaging, not in the fluid pathway. Sample 9 had a couple tiny dark fibers loose in the sealed packaging, not in the fluid pathway. Sample 10 had a tiny dark fiber loose in the sealed packaging, not in the fluid pathway. Sample 11 had a tiny dark fiber loose in the sealed packaging, not in the fluid pathway. Sample 12 had a dark particle loose in the sealed packaging, not in the fluid pathway. Sample 13 had a tiny dark fiber loose in the sealed packaging, not in the fluid pathway. Sample 14 had a tiny dark red spot embedded in the outside of the tubing, not in the fluid pathway. Sample 15 had a tiny dark imperfection spot embedded in the outside of the tubing, not in the fluid pathway. The reported condition was verified. The cause of the issue could not be determined; however, is most likely inherent to contamination during the manufacturing or packaging process. The cause of the imperfections in the outside edges of tubing was most likely due to variations of the tubing manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.